Manufacturer narrative:
(B)(4).

Event description:
Additional information reported by the consumer reported that the shock caused the patient to crack all of their front teeth and they disintegrated. The teeth had to be pulled the week prior to (B)(6) 2015. The patient had experienced a loss of stimulation, a re turn of pain, and felt overstimulation. The patient was able to turn their stimulation on using their programmer and they could feel the burst of stimulation but then they didn¿t feel anything. The stimulation would only stay on for a short time. They were only able to feel stimulation for 5 minutes and then they would feel nothing. They would check their device with their programmer and it would show that the stimulation was on. The patient¿s implantable neurostimulator (ins) was depleted at the time of the report. The patient¿s pain was uncontrollable and their battery was not working.

Event description:
It was reported that the patient had a shocking sensation and their therapy was intermittent or erratic. When the doctor checked the patient¿s implant the patient was hit with 5 volts. This caused them to chip several teeth and the 2 front teeth were the worst. The patient also stood up and swung their arm involuntarily. The shock was not related to positional changes and there were no falls or trauma associated with the event. The patient¿s doctor told them that the therapy was working at 20% but the patient felt that it was working to relieve some of the pain in their face. The patient was taking medication to help with the rest of the pain.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7496-25, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. (B)(4).